Event description:
A user facility submitted a repair request to the olympus service center, for the visera cysto-nephro videoscope failing leak testing during reprocessing. Upon inspection and testing of the customer returned device, foreign material was found under the gluing of the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking from the bending section rubber, distal end cracked, insertion part connecting tube dented, control unit grip painting peeling off, universal cord scratched, and cable tube unit coating damaged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the distal end was damaged, which caused improper reprocessing and resulted in foreign objects to remain inside the channel. It¿s probable the damaged distal end was due to stress or user handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.